Manufacturer narrative:
The anesthesia workstation was checked by our company representative. After an unsuccessful o2 flush sub-test during the system check-out tests (sco), the patient circuit was replaced and several sco's passed. A functional check was successfully performed, the device logs were saved, and the system was returned to service. The replaced patient circuit was discarded. No other parts were replaced. The evaluation of the received device logs can confirm alarms for high fico2 and leakage. No obvious reason why the co2 increased was found. The leakage alarms may have been caused by a leakage in the patient circuit but we have not been able to determine that.

Event description:
(B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation alarmed for high co2 concentration and alarms indicating a leakage were also generated. There was no patient harm reported. (B)(4).